Event description:
It was reported that pump touchscreen was cracked and shattered after pump was slammed in car door, and screen became illegible and unresponsive so customer could no longer interact with pump. Customer experienced high blood glucose as a result of not being able to use pump, but specific blood glucose value was unknown. Customer treated high blood glucose with correction injection using multiple daily injections, did not require assistance from a third party, and planned to use multiple daily injections as backup insulin therapy while waiting for replacement. Technical support arranged replacement pump under warranty with updated software, confirmed shipping details, instructed customer to let damaged pump battery fully deplete and return pump within 10 days using provided materials, and advised customer to reenter pump settings and reconnect continuous glucose monitor once replacement pump was received.